Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.

Event description:
Patient had a revision for dislocation by another surgeon on (B)(6) 2014. Implants were changed to an mdm head and liner. Patient did well until recently when he dislocated multiple times. He was converted to a constrained liner. Surgeon noted 28 head to be dissociated from the mdm head. All other implants were well fixed and functioning as expected.